Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was failing op check for an charge button failure. There is no indication of patient involvement.